Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is randomly restarting throughout the day. Then they reported that the cns was completely down and in a boot loop. They have rebooted the unit at least 15 times. Tech support (ts) troubleshooted with the customer, but the issue did not resolve. The unit was returned for evaluation and the reported issue of the cns rebooting was duplicated. The 2 hdds in the cns were replaced to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7 d10 concomitant medical device attempt #1 09/13/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is randomly restarting throughout the day. Then they reported that the cns was completely down and in a boot loop. They have rebooted the unit at least 15 times. Tech support (ts) troubleshooted with the customer, but the issue did not resolve. The unit was returned for evaluation and the reported issue of the cns rebooting was duplicated. The 2 hdds in the cns were replaced to resolve the issue. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is randomly restarting throughout the day. Then they reported that the cns was completely down and in a boot loop. They have rebooted the unit at least 15 times. Tech support (ts) troubleshooted with the customer, but the issue did not resolve. The unit was returned for evaluation and the reported issue of the cns rebooting was duplicated. The 2 hdds in the cns were replaced to resolve the issue. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) is randomly restarting throughout the day. Then they reported that the cns was completely down and in a boot loop. They have rebooted the unit at least 15 times. Tech support (ts) troubleshooted with the customer, but the issue did not resolve. No patient harm was reported. Investigation conclusion: nihon kohden (nk) received the device on 09/11/2023. Nk repair center (rc) evaluated the device on 09/21/2023 and duplicated the complaint. No physical damage nor fluid intrusion observed. The hdds were replaced to repair the device. The issue recurred under complaint (B)(4) in 11/07/2023 and this was resolved after removing hdd 1 and the network cable then rebooting the cns. The customer later reported that the issue recurred again under complaint (B)(4), and the device was returned to nk again on 12/12/2023. Nk rc evaluated the device on 12/13/2023, duplicated the complaint, and found that the hdds were degrading and needed to be replaced. No physical damage nor fluid intrusion observed. The hdds were again replaced to repair the device. Multiple follow-up requests were sent to the customer under complaint (B)(4) to see if the second hdd replacement resolved the issue, but they have been unresponsive. A definitive root cause could not be determined since we could not confirm resolution details. Possible causes may include hardware component failure of the hdds or another component, or the customer's network environment. Hardware component failure can occur through physical damage or fluid intrusion from user mishandling, electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. Similar complaints were investigated under complaint (B)(4) and (B)(4) where a cns and its replacement device were boot looping and based on the device logs it was presumed that the reboots occurred because of high processing workload for the cns due to the network environment. Review of the customer's complaint history does not show other similar complaints. Attempt #1: on 09/13/2023, emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is randomly restarting throughout the day. Then they reported that the cns was completely down and in a boot loop. They have rebooted the unit at least 15 times. Tech support (ts) troubleshooted with the customer, but the issue did not resolve. The unit was returned for evaluation and the reported issue of the cns rebooting was duplicated. The 2 hdds in the cns were replaced to resolve the issue. No patient harm was reported.